Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was evaluated. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.